Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was mentioned as decided to explant for patient care. Additional information has been received and stated that despite optimization post op refractive error no pco patient struggled with distance visual acuity, near visual acuity . Optical coherence tomography imaging performed for macula and optic nerve, contact lenses over refraction did not improve best corrected visual acuity patient was disappointed could also not tolerate glare.

Manufacturer narrative:
The lens was returned inside a non-company lens case inside a plastic bag. Solution was dried on the lens. One haptic was torn (still attached) in the distal area. The optic was cut into four pieces. Each of the four cut optic portions had cracked areas. The larger optic portion had areas that were cracked and split near the edge on the anterior and posterior surfaces. Product history records were reviewed, and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The explanted lens was returned cut into multiple pieces. Each cut optic portion had additional damage. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).